Event description:
A review of the device's alarm log revealed a system error 2240. The test failure was found during product analysis laboratory service on the home choice machine. There was a patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.